Event description:
It was reported that the patient had a loss of therapeutic effect following device replacement. The patient had an increase in baseline pain. The left side was working well but the right side wasn¿t and may be due to scar tissue and swelling. The manufacturer¿s representative (rep) reported that the cause of the event was confirmed to be due to swelling. Reprogramming wasn¿t needed. No troubleshooting or interventions were taken to resolve the event. The patient was doing well and receiving effective therapy. It was later reported that the patient fell in (B)(6) 2014 and after that she didn¿t feel any stimulation. The healthcare provider (hcp) later reported that after the device was replaced on (B)(6) 2014. Following this the patient experienced stimulation in the wrong location, and despite attempts with reprogramming the patient wasn¿t feeling anything in the right lower extremity on (B)(6). The patient experienced a sudden loss of stimulation. An x-ray on (B)(6) showed the lead positioned more to the left which was determined to be the cause of the event but it was not device related. The patient was taken back to the operating room for repositioning of the lead at t11-l1 on (B)(6) and reprogramming was done. The operative notes reported that the implantable neurostimulator (ins) had malfunctioned and was the preoperative and postoperative diagnosis; the ins shifted and deviated to the left and as a result the patient wasn¿t getting any coverage on the right side. The procedure included laminectomy at t12-l1 and new laminectomy at t11 and t12 with resection of epidural scar tissue, removal of the old paddle, placement of the ins, and programming of the ins. During surgery the old extension, paddles, and lead were removed. There was also resection of scar tissue because the ins paddle continued to deviate either to the right or left side. Due to the paddle continuing to bounce to the left or right side it was decided to extend the laminectomy at t12-l1, l1-l2 level and the scar tissue was resected. Still, only partial correction could be obtained. It was then decided to do a laminectomy at a higher level between t11 and t12 and an extensive laminectomy was done to remove the scar tissue. The lamina arches were partially preserved. Lamina had to be removed and scar tissue at each level had to be cleared in order to place the paddles in the correct position. It was noted that the procedure was much more difficult because of the extra laminectomy that needed to be done. Eventually the ins was placed in the appropriate position which was midline, and hemostasis was confirmed. The operative site was irrigated with bacitracin solution. A 15-french blake drain was placed in the operative site. The patient tolerated the procedure well and was programmed in the recovery room. As of (B)(6) the rep. Reported the patient had desired coverage in both feet after repositioning was done. The hcp also noted that the patient was receiving effective stimulation and doing very well. The patient experienced a 50% or greater symptom reduction and recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3550-29, lot # n401829, implanted: (B)(6) 2014, product type accessory; product ID 74002, lot # n342123, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type adapter; product ID 3998, lot # j0406141v, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type lead; product ID 748940, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type extension; product ID 3998, lot # j0406141v, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type lead; product ID 3998, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 3708240, serial # (B)(4), product type extension. (B)(4).

Event description:
Additional information received reported that since implant, the stimulation hadn¿t been set right and the patient still had pain in the feet. The patient was having problems switching groups. The patient wanted to turn it up on one side and change to another. Basic functionality was reviewed and the issue was resolved.

Manufacturer narrative:
(B)(4).